Event description:
It was reported that a cold ancef set off an alarm with a spectrum pump and the user would warm it before hanging during patient infusion at "white 13". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalogue#: 35700. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.